Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Contact force was displayed when connected to the tactisys unit with no error messages noted, and optical fibers 1-3 met specifications for optical properties. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2030404-2020-00012, 3008452825-2020-00112, 2182269-2020-00020, 2182269-2020-00021, 3008452825-2020-00113, 2182269-2020-00022, 2030404-2020-00013. During a pulmonary vein isolation ablation procedure, a pericardial effusion occurred. After the procedure was completed, the patient became hypotensive, so an ultrasound was performed, confirming a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.